Event description:
The only info available on this pt was that she was diagnosed with stress urinary incontinence. It is presumed that the pt was treated with the device, xenform, but this has not been confirmed by a healthcare professional. It is not known what treatment, if any, the pt has had after the presumptive treatment with xenform.

Manufacturer narrative:
Product info, including lot number, were not available, therefore, no device history record could be reviewed. No additional info has been made available. This is a legal case.